Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube).

Event description:
The customer reported via phone call that battery compartment was cracked. Blood glucose was 134 mg/dl. Troubleshooting was performed. Customer also reported that insulin pump was exposed to moisture. The insulin pump will be returned for analysis.